Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the patient experienced an atrial hemorrhage of the femoral artery, a confirmed aneurysm spurium and atrioventricular fistula. A compression bandage was applied. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.